Event description:
Customer alleges that the batteries in the device exploded and "blew up" in their hands. The pt and family member allege that they rec'd burns and blisters on their hands. They applied peroxide and neosporin. A request was made for the return of the device and replacement product was sent.